Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported tampering. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. After an unspecified length of time, the customer reported that a pt's family member broke the device door, removed the vial, and the family member ran away with the vial. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the facility, it was noted the device door was broken and the device alarmed for "check door". Though requested, no additional info was provided.